Manufacturer narrative:
(B) (4). Physio-control determined the root cause of the reported malfunction to be due to tin whisker growth on the on/off switch flex assembly connector plug, designator p506. The customer rec'd a replacement device.

Event description:
Physio-control was performing an eval of a device returned on recall #z-0149-2009. Physio found fault codes in the memory and observed that the internal hlc battery was depleted to critical level. There was no pt involved with the reported incident.